Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the physician nicked the tricuspid valve which caused regurgitation. The patient passed away following implant due to congestive heart failure and respiratory failure.